Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., g.3., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side rupture, the patient reported a lump or thickening in or near the breast or in the underarm area. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, underweight and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening and a non-penetrating nick.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump or thickening" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump/nodule.

Event description:
Healthcare professional reported a left side rupture, the patient reported a lump or thickening in or near the breast or in the underarm area. Device remains implanted.